Event description:
It was reported that revascularization was performed approximately 11 months post index procedure due to endeavor sprint rx severe isr. Investigator reported that the event was possibly related to the study stent.

Manufacturer narrative:
(B)(4): results: (mi, tvr).

Event description:
Cec have adjudicated that the previously reported mi at 1 month post index procedure was related to the study device.cec have adjudicated that the previously reported target vessel revascularization of the rca approximatley 1 month post index procedure was not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
Patient received a 2.5mm diameter x 14mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca and during index procedure with no issue reported. However, it was reported that approximately 1 month post implant, the patient presented with symptoms of nstemi. In stent re-stenosis was confirmed within the endeavor sprint rx stent. Poba and cardiac catheterization with deployment of one other manufacturer stent were performed in the rca. It was reported that approximately 3.5 months post index procedure, the patient presented with chest pain, anemia and acute renal failure. One other manufacturer stent was deployed in the left main. Poba was performed in the lad and rca. During hospitalization, the patient also received 2 units packed red blood cells. Patient had renal ultrasound and found no evidence of nephrolithiasis. Patient was discharged in stable condition. Investigator reported that the event was probably related to the study stent. No other clinical sequelae were reported.

Event description:
The patient suffered an mi approximately 3.5 months post index procedure. The relationship between the event and the study device were not provided.

Event description:
It was reported that the mi which occurred approximately 3.5 months post the index procedure was probably related to the study stent and the event was resolved.

Manufacturer narrative:
(B)(4).